Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; to make sure the skin is dry i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. Do not fold, trim, crush, or store under heavy objects. Misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is not being returned to conmed for evaluation, however investigation is still on-going. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 2001m-c, pad pro was defective and not working during use. Further clarification was received. It was stated that during a code, the staff hooked up the pads and machine. They got no reading. They tried another machine, still had no readings. They changed the pads using another of the same pad but different lot number and it worked. There was no patient injury or impact reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.